Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings: any information from the event date in the pump¿s history was overwritten due to continued use of the pump. The last insulin delivery was on (B)(6) 2013 and no activity outside of normal use was observed. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump powered on normally and displayed the verify screen. The pump was primed and passed a 24 hour duration test successfully with no delivery interruption. The force sensor calibration was found to be within specifications. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported a blood glucose (bg) of "hi" (greater than 600 mg/dl) with small ketones. The patient called animas customer support (cs) regarding warnings and alarms on the pump, and while on the phone she tested her bg which was reading "hi" on the meter. The patient denied other signs and symptoms of hyperglycemia. The patient removed the infusion set while on the phone with cs, and stated that the cannula was not kinked. On a follow-up call to cs, the patient reported that she completed a site/set change and her bg was down to 331 mg/dl. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported based on the patient's alleged hyperglycemic episode while using insulin pump therapy.